Event description:
It was reported that during a percutaneous coronary intervention procedure, a balloon rupture occurred. Vascular access was obtained via the femoral artery. The target lesion was severely calcified and moderately tortuous in an unknown location. This 15mm x 3.25mm nc quantum apex mr balloon catheter was selected and ruptured under rated burst pressure upon the 1st inflation (exact pressure unknown). The nc quantum apex balloon was removed intact. The procedure was completed with a different device. No patient complications were reported and the patient's status is good.

Manufacturer narrative:
(B)(4). Device evaluated by manufacturer: the complaint device was returned for analysis. Visual examination found blood in the balloon and wire lumen of the catheter. Magnified inspection revealed no damage to the catheter. Positive pressure was applied with an inflation device filled with water and a stream of water emitted from a pinhole in the balloon wall on the proximal end of the balloon. The balloon presented no irregularities in the balloon material or the ro marker that could have contributed to the damage. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).